Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image due to plug unit damage. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include electrical problems due to open or short circuit, signal loss, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and mechanical issues such as damage or deterioration to components without any design or manufacturing defects. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date. Corrected field: h4.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a noisy image due to plug unit damage. There was no patient involvement.